Event description:
A customer reported a leak of less than 5 mls. In volume of bloody fluid from the rinse block of their lh500 hematology analyzer. The instrument was running in manual mode and generated multiple partial aspiration errors. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes and no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed an overflow from the probe rinse block when the instrument was run in the manual mode due to a partially plugged waste line. The fse replaced the 2 waste lines from the rinse block resolving the leak and the partial aspiration errors. A malfunction associated with a plugged waste line is likely to generate erroneous results for all parameters (cbc/diff and retic) due to carry over as a result of inadequate rinsing and backwashing of the outside of the aspirate probe. (B)(4).